Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the amber led on the camera of the navigation system was illuminated. To resolve the reported issue, the positioning sensor unit (psu) was replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect psu has not been received by the manufacturer for evaluation.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Upon further evaluation of the navigation system during the planned maintenance (pm), the medtronic representative found several errors in camera error log, "illuminator current measured lower than recommended operating current". The medtronic representative plans on replacing the camera part through the distributor. No parts have been replaced and therefore issue has not yet been resolved. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported that, while performing a planned maintenance (pm) navigation system checkout, the amber led in front of the camera was lit. There was no patient present when this issue was identified.